Manufacturer narrative:
The clinic is reporting this adverse event only and did not request or require field service or clinical support. All pertinent information available to abbott medical optics has been submitted.

Event description:
The surgery center reported that a laser vision correction patient presented with diffuse lamellar keratitis (dlk) stage 3 in both eyes (ou) at 1 day post-operative exam. A brief description from the surgery center indicated the dlk was central sparing and the patient commented on good vision. Oral steroids were prescribed and topical steroid dosage was increased to resolve symptoms. In addition, a flap lift and rinse was performed. There was no loss of best corrected visual acuity (bcva) noted. Bcva from (B)(6) 2017: right eye pre-op 20/20 -3.50 x .00 x 90, left eye pre-op 20/20 -3.50 x -.50 x 67.

Manufacturer narrative:
Device evaluation: a review of the records related to this equipment that included labeling, manuals, trending, and risk documentation reviews for this equipment were performed. The trend review shows that there is not significant change over historical complaint limits and no recognizable adverse trend. The risks and mitigations associated with the complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. There was no product deficiency identified. All pertinent information available to abbott medical optics has been submitted.